Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was experiencing high blood glucose up to 700 mg/dl, treated with manual injection. She removed the site she noted the cannula was split and the device had alarmed no delivery. Troubleshooting wasn't performed and customer had resolved the issue with a set change. Customer called back and then stated she believes the insulin pump is not working as her sugars were going back up. Troubleshooting was performed for bent cannula. Customer's blood glucose was 333 mg/dl. Call was disconnected in the middle of troubleshooting. The device is not returning for analysis.